Manufacturer narrative:
(B)(4). Batch # p5724r.

Event description:
It was reported that during an unknown procedure, the device has a misfire, only 1 row of staples deployed. The patient is ok and the surgeon oversewed the anastomosis to be certain. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5724r. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was obtained: during an open low anterior resection, the surgeon applied the contour gun to the patient¿s lower rectum at a point distal to the tumor. The consultant acknowledged good clearance of tissue within the jaws, it fit well and closed in the usual fashion with audible click noted. 15 seconds pause was observed and normal firing process carried out. Upon inspection the remaining rectal stump was completely open and only one partial staple line had formed on the anterior edge of the tissue. The device had failed to approximate and seal the tissue with staples and there was no evidence of the usual 2 staple lines which should have been delivered. The consultant surgeon had to oversew the patients rectal stump due to malformed staple line. Reviewed the event with the consultant who is an experienced contour user and they have obeyed the IFU and there was nothing unusual about tissue type, obstruction in the jaws to observe. Luckily this patient was not due to be joined up. There were no patient consequences reported. The surgery was prolonged 40 minutes.